Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation and further investigation was not conclusive. Though a specific cause cannot be determined, a potential root cause for this event could be hydrophilic coating thickness improperly specified. As no patient involvement was reported the device was not used, however, is intended for treatment purposes. It is unknown if the device had met relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A label/pack review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that during multiple delivery of the guidewire, severe exfoliation occurred with the guide wire. Great resistance was met when delivering the 5f catheter. It was suspected that the guide wire had a thickened diameter. Currently, the customer does not use the product, thinking there was a high operation risk.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during multiple delivery of the guidewire, severe exfoliation occurred with the guide wire. Great resistance was met when delivering the 5f catheter. It was suspected that the guide wire had a thickened diameter. Currently, the customer does not use the product, thinking there was a high operation risk.